Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and was not sensing during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.